Event description:
Additional information was received from the rep on 2022-11-22. The main problem was the remote was unable to find the ins. The remote kept saying "no device found." After calling tech services, they recommended repairing the remote to the ins with the recharger. After repairing, the issue was resolved. Additionally, the patient was reporting that the battery was taking a long time to charge. They interrogated her ins and read the recharging diary. Everything seemed to be normal and accurate. Pt was re-educated on charging and was explained that using the belt will help with positioning the recharger better. Issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt cs reports that pt got a new controller a couple of months ago, and has been having difficulty maintaining charge greater than 50%, longer charging sessions, and more frequent 'good' coupling instead of consistent 'excellent'. Tss had mdt cs review recharge diaries, intermittent 'good' and 'excellent' charge coupling observed, as well as multiple instances of charge reaching greater than 50%. Short charge intervals of 15-20 minutes on excellent were achieving 30% or greater increase in battery charge. Specifically: 10/25 60%-80% charge on excellent, 10/26 up to 100% charge with excellent coupling, 10/30 50%-80% charge, 11/5 10%-50% in 59 minutes with 'good' coupling. 11/7 30%-50% in 18 minutes with excellent coupling. Mdt cs reports that patient places a magazine on her bed, then the recharger on top of that, then laying on the recharger during charging sessions. Tssreviewed charging positions using the belt or other clothing items to better secure recharger. Mdt cs reports with current energy usage that recharge interval is 6.7 days based on current therapy. Mdt cs reports average impedance of 2180-2280 with reference electrode 0.